Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a loss of communication error message. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung for a 48 hour period. The customer reported that the ventilator passed extended self test (est) and performance verification test (pvt). Covidien was not authorized to service the device.